Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the system was explanted due to infection. It was later reported that the patient was infection free and doing well.